Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a pacing polarity switch of the device occured due to high pacing impedance on the right ventricular (rv) lead following an accidental fall by the patient. No abbott products caused or contributed to the patient¿s fall. It was suspected that the rv lead was damaged, however, this was not confirmed. The device was reprogrammed to resolve the event and the patient was in stable condition.